Manufacturer narrative:
If explanted; give date: (n/a) not applicable as to date the lens remains implanted. Device evaluation: the product testing could not be performed as the lens remains implanted. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. A search revealed that no other complaints were received from this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A female patient reported that the zcb00 intraocular lens (iol) was implanted into her left eye (os) on (B)(6) 2014. Reportedly, the patient's vision has been blurry on the left hand side of the lens, since the surgery. The symptom has interfered with her ability to drive and read. The patient reached out to her ophthalmologist about 6 or 7 times with no success in getting assistance on this concern as the doctor said there was nothing wrong. The patient, went to the optometrist (around the beginning of (B)(6) 2018) to be fitted for glasses, and they found that the edge of the iol in the left eye had cracks along the edge. She now wears tri-focals glasses but she is still trying to get used to them. The problem still persists. She has not had any secondary surgical procedure. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).